Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when they powered their device on, it would continuously reset by itself and not complete the boot-up cycle. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control later confirmed that the customer has declined repair and decided to permanently removed their device from service. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.